Event description:
An impella cp device was inserted into the right femoral artery in a 56-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), from an out-of-hospital cardiac arrest with cardiopulmonary resuscitation (CPR), in scai stage e shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), pink/red urine was noted in the foley bag. The impella was confirmed to be in good position by echocardiogram. The staff was unable to find pulses in the impella leg after the sheath was peeled away. The patient was noted to be on high dose vasopressors. A reperfusion sheath was placed to treat the limb ischemia. The post-procedure outcome is unknown. The device functioned at p-2 at 1.2l/min with no issues. Hemolysis and limb ischemia are listed as potential adverse events and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: hematuria/ischemia/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b, date of explant, has been added.